Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated that customer received the following results on the performa nano system within 2 minutes: 272 mg/dl, 64 mg/dl and 41 mg/dl. The customer had unspecified hypoglycemic symptoms at the time of the results. No reported actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.